Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ipg was pacing below the programmed lower limit. The ipg remains in use. This ipg is associated with the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed episode. It is thought that this pacing problem occurred in this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.